Event description:
It was reported that upon device interrogation, increased capture threshold and decreased r-waves were observed. The ICD therapies were turned off and the device was programmed to vvi mode until a lead revision could be scheduled. The patient was stable with no reported complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.